Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had air in the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received that indicated the air in line was related to a reported leak. The air in line issue will be addressed in (B)(4). This complaint was determined to be a duplication of (B)(4). Should additional relevant information become available, a supplemental report will be submitted.